Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of an ail alarm could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was a patient involvement.

Event description:
The customer reported a normal saline bolus was ordered. Channel a was a syringe pump module, channel b was infusing maintenance ivf, and channel d was infusing terbutaline. The bolus was started on channel c; however, the channel alarmed for ¿channel open, close channel¿. This module was permanently attached to the pc unit; therefore, it could not be removed. An attempt was made to replace the remaining channels when channel b alarmed for ¿air in line¿. After multiple checks, no air was found in the line but upon inspection of the device, the blue tab on the side of the ail assembly was broken. The system was replaced and removed from service. There was no report of patient harm. The device was evaluated by biomed and the ail assembly was replaced and preventative maintenance was performed.